Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial folds and marionette lines. The patient allegedly developed large solid lumps, induration and swelling in the injection area and the lateral upper lip and on the left of the lateral chin about two months post-injection. The patient was treated with medrol dose pack.